Manufacturer narrative:
This device was used for treatment, not diagnosis. The manufacturing report shows, the as-received condition this device was disassembled. P/n 390.051.1, p/n 390.051.5, and p/n es0245 have been removed from the assembly. Other subassemblies are intact, no other device damage is observed. The function/captivation test notes 1c-5 are unobtainable due to one of the captivations of the device as received having been destroyed: p/n 390.051.1 (top bolt) and p/n 390.051.5 (bottom bolt) have been separated. The captivation of p/n 390.051.6 (rod post) and p/n 390.051.7 (post screw) is intact: because of this intact captivation, the relevant features and raw material are unobtainable (parts cannot be separated). All other raw materials, relevant features, and functional testing relating to 'tightening' meet specifications. A review of the assembly/function test inspection documentation for this device shows that the device passed all inspection criteria at the time of manufacture, including tightening of all applicable screws/bolts. As a result the complaint is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and revealed the following: synthes assembled the low-profile wrist fixator kit, part #03.390.052s, and lot #7682063 for 20 pieces started on june 9, 2014. The kits were released to the warehouse on july 17, 2014 with an expiration date of june 2018. The kits consisted of several components; the subject of the complaint is the 4mm adjustable clamp part #390.051. Synthes assembled the 4mm adjustable clamp part #390.051, lot #7653423 for 16 pieces started on april 3, 2014, lot #7656032 for 16 pieces started on april 7, 2014 and lot #7657195 for 16 pieces started on april 8, 2014. The part conformed to the synthes final inspection sheet. The parts were released to the warehouse on april 11, 2014 (lot #7653423 and lot #7656032) and on april 14, 2014 (lot #7657195). There were no complaint related issues with this lot. The subject device (kit) was received however the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The entire distal radius fixator kit (part #03.390.052s, lot # 7682063) was reported on the initial medwatch submission. Upon receipt of the distal radius fixator kit for investigation, it was noted that the kit contained several devices including the complaint device (clamp - part # 390.051). There were no complaint allegations against the other devices in the kit. The reported complaint event was against the clamp only. Two clamps were returned for investigation with the same part number (390.051) and different lot numbers (7656032 and 7657195). Only one of the clamps would not tighten, however, it is unknown as to which clamp is the complaint device. Catalog number corrected. The entire distal radius fixator kit (part #03.390.052s, lot # 7682063) was reported. The complaint event is against the clamp (part # 390.051). Lot # corrected. Two clamps were returned for investigation with the same part number (390.051) and different lot numbers (7656032 and 7657195). It is unknown which clamp is the complaint device. Expiration date previously reported on initial medwatch is no longer applicable, as the catalog number has been corrected. As it is unknown as to which clamp is the complaint device, manufacture dates have been provided for both lot numbers. Date of manufacture for lot # 7656032: april 11, 2014. Date of manufacture for lot # 7657195: april 14, 2014. Review of the manufacturing records submitted on the initial medwatch includes review of the complaint device (part # 390.151). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It was determined that the clamp with lot number 7657195 was the one involved in the complained event. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was using a distal radius fixator frame when one of the adjustable clamps did not tighten at all. The surgeon used another sterile distal radius fixator to complete the surgery. There was no surgical delay reported and the procedure was successfully completed. This report is 1 of 1 for (B)(4).